Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) evaluated the iabp and reset the message and verified the battery performance, operation and safety was to specification.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) generated a "battery maintenance required" alarm. There was no patient involvement and no adverse event was reported. It is unknown under which circumstances this event occurred.